Event description:
Customer reported right monitor looked different, customer also reported that right monitor got increasingly dark until unable to view image. Customer used c-arm through several cases until time permitted to reboot. Took several reboots before dark monitor returned to normal. Customer was able to complete case. No injury to pt.

Manufacturer narrative:
Gehc service personnel could not reproduce monitor getting increasingly darker. Replace monitor. Verified brightness and contrast and monitor no longer had gray hue. System operates as intended.